Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#90987 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It has been reported the patient's dash personal diabetes manager (pdm) gets hot while charging. The pdm will no longer turn on.